Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) and reported elevated blood glucose (bg) levels. She also alleged that the pump possibly had inaccurate insulin deliver. According to the reporter, the patient ate dinner on july 31, 2012, at 5:00 pm and his bg level was "ok" at the time. She did not specify a specific bg level. A little before 9:40 pm that same day, the patient reportedly went to get a snack and checked his bg. At that time, his bg level was in the "460's" mg/dl. The reporter denied that the patient had any high bg symptoms other than being emotional. She did not check the patient for ketones. The reporter reportedly changed the patient's site, set, cartridge, and insulin. However, at the time of contact with anm, the patient had not rechecked his bg after the changes were made. The reporter refused to troubleshoot/review the pump. She mentioned, however, that the might have counted carbs incorrectly for dinner during the time of concern. At this time, no subsequent bg excursions were reported to anm by the patient or reporter. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had an inaccurate delivery issue that was not resolved. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.